Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd insyte-w peripheral IV catheter the catheter was discovered to be split. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, the neonatology department used the indwelling needle to maintain energy for the patient's venous nutrition and opened the indwelling needle before the puncture. It was found that the hose at the front end of the indwelling needle was split and the venipuncture could not be carried out.replace the new indwelling needle, notify the equipment department, and notify the manufacturer at the same time, resulting in the patient's second puncture injury.